Event description:
The patient's father reported that patient was experiencing paralysis on one of her cheeks settings were adjusted and the reported paralysis (check) for the patient was resolved. The device remains implanted in the patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the reported paralysis of the cheek was likely related to medication, but possibly related to vns stimulation. The settings change was indicated to be for patient comfort exclusively. Diagnostics are reported to be okay. No other relevant information has been received to date.